Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global needle retracted prematurely the following information was provided by the initial reporter: white retraction button not retracting appropriately. IV attempted x 2 on patient and the needle retracted without nurse pushing the button. Both sites were lost on patient because it retracted too soon. (B)(6) 2025, 1 patient but happened twice in a row.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381012 and lot number 5045784. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.